Event description:
An ultraflow was used for navigation in an avm treatment. It was reported the catheter ruptured during contrast injection at approximately 20 cm from the distal tip. No complications were reported to have occurred with the pt as a result of this event.